Manufacturer narrative:
(B)(4). Complaint indicated damaged tyvek package. One package was received for analysis with no carton. Package was visually examined for damage. Several circles were drawn on the surface of the tyvek in black marker presumably made by the customer to aide in investigation. Under microscopic examination, a rip in the tyvek was confirmed in the middle of the area with the black circles and a deep scrape on the tyvek at the edge of tyvek rip. The rip and the scrape were difficult to see without magnification due to the heavy ink drawings. The sealed package was torn down to observe the defect from the adhesive side of the tyvek. From this side, it is possible to see portions of the tyvek that have what appears to be damage caused by a cut to the tyvek rather than a tear. It is also possible to see damage to the plastic on the device knob also possible from a cut into the plastic surface. The equipment used to package the batch does not use any cutting mechanism as part of the process. There was also no equipment or processing issues identified during the production of this batch. Based on the visual examination of the sample and investigation into the process/ equipment, it is the team¿s assessment that the package was cut deeply enough to score the plastic surface of the device knob and that this damage occurred external to the packaging facility. The appearance of ragged edges or rips on portions of the tyvek most likely resulted from the markings made on the package to highlight the defect but this cannot be conclusively determined. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tyvek packaging was damaged and not sure where in the supply process it was damaged making the device unsterile. There were no patient consequences. Case completed with another device of the same product code.